Event description:
Reportedly, the device and the leads (isoline (B)(4)) were implanted on (B)(6) 2010. The physician observed that noise episodes led to inappropriate shock therapies. The lead was replaced on (B)(6) 2012 and the ICD was kept implanted (MDR#1000165971-2011-00062). However, inappropriate shocks were also reported with the new lead ((B)(4)) on (B)(6) 2012 due to oversensing. Reportedly, the shape of this oversensing suggested emi; this hypothesis was extremely probable because the pt, when he experienced the shock therapy, was touching the waterworks (plumbing). Several similar noise episodes (not leading to inappropriate shock therapies) were present in ICD memories. Electrical measurements were normal and stable also during provocative tests.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.